Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on 14/jun/2018. Inspection of the unit was performed on 14/jun/2018 where the quality control inspector found the following: equipment serviced by non-pentax facility, distal body chip at channel opening at thinnest part, bending rubber non-pentax material, up/ down control knob/ lever markings faded, hole in # 1 remote control button cover, hole in # 3 remote control button cover, failed dry leak test, insertion tube root brace cracked, umbilical cable non-pentax material, failed wet leak test, light carrying bundle bundle has less than 70% transmission, insertion tube non-pentax material, #3 remote control button not working, hole in # 2 remote control button cover, #4 remote control button not working, suction arm loose, bending rubber pinhole, customer complaint confirmed, fluid invasion not observed in pve connector, #2 remote control button not working, #1 remote control button not working, sn637 not applied, bending rubber leak at middle section, fluid invasion not observed in control body. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs to be performed where the loose suction arm will be corrected, and the unit returned to the user upon complettion. Parts replaced: o-rings and seals, distal end w/ccd-m pb-free/ntsc, insertion flex tube w/seg pb-free, bending rubber, distal attaching pin, segment steel braid, pulley assy pb-free, remote control button(1)pb_free, r.c. Button(2) pb-free, r.c. Button(3) pb-free, light guide cable, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5).